Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient also had oozing pocket and infection was suspected. The patient was treated with intravenous antibiotics. No other device allegation. There were no additional adverse patient effects reported. The lv lead was explanted.